Event description:
The customer reported that his insulin pump alarmed motor error during a bolus. The blood glucose reading at time of call was 400mg/dl, and his blood glucose was not treated yet. Troubleshooting was performed, and the device passed the displacement and self test. Reviewed the alarm history and found the motor error. The customer mentioned that the device may have been bumped during a bicycle ride. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor errors. The motor passed the motor test.